Event description:
Complainant alleged that during a routine shift check by a clinician, the user received an unintended delvery of energy from the device when 30 joules discharged. The user discharged the energy a second time at 30 joules and received a second unintended delivery of energy. The user indicated that the paddles were properly seated and metal objects were not touched upon discharge of energy. Complainant indicated that there was no patient involvement in the reported malfunction. The device was removed from service and tested at the facility's biomed department and the malfunction was not duplicated. The customer indicated that the user did not have any lingering after effects and did not miss any work due to the reported malfunction.